Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module, serial number (B)(6), and the main power supply, processing module. The fsr replaced the main power supply, processing module, which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional issues of damaged parts, observed due to a spill on the (B)(6). A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the main power supply, processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. The 2025 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Labeling was reviewed and found to be adequate. Based on the investigation, the alinity I processing module, serial number (B)(6) and main power supply, processing module is performing as intended, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) and main power supply, processing module was identified.

Event description:
The customer observed smoke from the alinity I processing module power supply. The customer was pushing a cart with a container of bleach past the back of the alinity I processing module. The lid came off the bottle and the bottle tipped over. The bleach spilled onto the back of the module and on the alinity I power supply. The power supply produced a loud bang and a plume of black smoke which dissipated quickly. There was no impact to patient management and no harm to the user reported.

Event description:
The customer observed smoke from the alinity I processing module power supply. The customer was pushing a cart with a container of bleach past the back of the alinity I processing module. The lid came off the bottle and the bottle tipped over. The bleach spilled onto the back of the module and on the alinity I power supply. The power supply produced a loud bang and a plume of black smoke which dissipated quickly. There was no impact to patient management and no harm to the user reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.